Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a mixture of foreign material with corrosion inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the investigation results, the reprocess could not remove the foreign object because the foreign object was attached to a place that was not the outer surface of the scope. It was confirmed from the images provided that dirt (foreign matter) in the light guide lens, but we could not identify the dirt (foreign matter). It is presumed that moisture has entered the light guide lens and corroded due to the adhesive around the light guide lens peeling off due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used, but manufacture business center has not returned the device, and it is not possible to confirm the event or identify the cause of the occurrence by checking the actual product. The root cause of the dirt/foreign matter remaining on the equipment could not be identified. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.